Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an aneurysm aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was non-tortuous and non-calcified. It was reported that the final angiogram revealed an indentation in the stentless area of the ipsilateral limb. The physician believes that when he was deploying the ipsilateral limb he twisted the stent graft resulting in a slight indentation in the stent graft material. The patient returned for a 1 month follow up, the blood flow through the stent graft is good, and there are no stent graft related issues. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, conclusion: other (no films or operative reports have been received). (Twisting the stent graft while it was being deployed).